Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Visual inspection and examination of the disassembled pump revealed signs of wear that occurred to the internal components of the lower main bearing. Evaluation of the lower main bearing suggests that the internal wear of the bearing wear may have occurred as a result of lubricant loss. Examination of the top of the commentator housing revealed evidence of rotor commutator contact. The wear observed to the lower main bearing and rotor commutator contact could potentially cause mechanical interference leading to device end of life. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). According to the manufacturer's records the hospital submitted a vent filter sample for analysis in (B)(6) 2011 which showed evidence of fluid ingress. There were no alarms reported to the manufacturer. Approximately three and a half months later, the hospital made a decision to exchange the lvad with another lvad. The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issues.